Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged short of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged experiencing difficulty breathing, shortness of breath and device and power supply too hot to touch. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, because of a complaint regarding a power supply that was too hot to touch, additional testing was performed. The results showed the device base maximum temperature and the power supply maximum temperature were within spec. During the exterior investigation, observed unknown dust or dirt contamination present on all surfaces of the base unit. Found unknown dust contaminants present at the air inlet where the filter would be and at the iso port entrance. During the interior investigation, observed unknown debris in the tracks of the ui panel. Notes that there are mineral deposits present on the motor casing and inside the blower housing, suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Secondary findings found the unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box were inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airway suggests a source external to the device. Mineral spots consistent with water ingress were found within the blower box housing and on the motor casing. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that, unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. Confirmed the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.